Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited noise, low defibrillation impedance, and unspecified lead damage. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.